Event description:
Per the clinic, the patient experienced infection (cellulitis) at the abutment site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on june 07, 2024.